Event description:
The customer's wife reported that her husband received a reading of 170 mg/dl on his freestyle blood glucose monitor administered "2 or 3 units" of humalog and within an hour he had a seizure. In addition, the customer lost consciousness and experienced severe sweating. The customer was treated by local emergency medical technicians with an IV of dextrose and transported to a local hospital. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.